Event description:
It was reported that a pin from the therapy cable had broken off and was stuck in the therapy connector on the device. This would inhibit the connection of another therapy cable. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.